Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received missing end cap sticker noted. No button response due to corroded keypad traces. No button error alarms noted. There is no moisture damage noted on electronic assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture. The customer states the drive support cap is intact. The insulin pump will be return for analysis.